Event description:
Contact reported a nondelivery. In 2005, the pump was programmed in the continuous mode to deliver 5fu at a rate of 3.2ml/hr with a vtbi (volume to be infused) of 538ml and therapy was initiated by a homecare nurse. Three days later the homecare pt was hospitalized for dehydration at an unspecified time. Between then and 4 days later the therapy was discontinued and the pump was removed from clinical service reportedly at the time the therapy was discontinued, the caontainer was discovered to be "full." The pt was discharged home on the fourth day. The therapy was resumed one day later using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. During testing at the homecare facility, the pump reportedly "did not infuse." Though requested, no additional information was provided.